Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 the following findings: during investigation, the pump was returned with a cracked battery compartment. The battery cap was stripped and unable to secure to power on the pump. A test battery cap was able to secure enough and power up the pump. A 12 hour duration test was completed with a test cap with no power loss or rebooting duplicated. Additionally, the display was found to be dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 14-aug-2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump would not power on and there was damage to it. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.